Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8860j jig is malfunctioning. Contact tried passing through the jig six times and it missed the inner arms every time. They couldn't get all the sutures in and had to change the approach. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.